Event description:
The customer reported the bending rubber was damaged. The reported issue was observed at the sterile unit during washing process screening before autoclaving. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive on the lens was peeled off. This report is being submitted for the malfunction found during device evaluation (adhesive peeling off).

Manufacturer narrative:
During inspection and testing, the reported issue (bending rubber damaged) was not confirmed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress from outside the scope or chemical stress due to chemical solutions or sterilization using the sterrad system. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where the flexibility adjustment ring is scratched, the lock engagement lever and color ring are slightly discolored, the m plug units (master and slave) are both cracked, the m case v unit slave is cracked, and the bending section adhesive is cracked and chipped with detached parts. However, these defects alone are not considered severe enough to cause a potential adverse event. The event can be detected/prevented by following the instructions for use which state: the following: 1) "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 2) "methods listed as ¿compatible¿ are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿." 3) "list of compatible methods validated in terms of material durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus." Olympus will continue to monitor field performance for this device.